Event description:
The initial reporter stated they had multiple assays that would not calibrate on the cobas 8000 c 702 module. The reporter stated they tried changing all the reagents and consumables associated with the assays, but this did not resolve the issue. The reporter stated they repeated 188 patient samples and had to issue 55 corrected reports for the results of these patients. Data was provided for five patient samples with discrepant results. Results from the following assays were affected: alt, creatinine, and ca2 calcium gen.2. The specific alt and creatinine assays used are not known. The initial values were reported outside of the laboratory. The samples were repeated on other analyzers and these repeat values were deemed correct. The first patient sample initially resulted in an alt value of 40.8 u/l and repeated on another analyzer as 12.1 u/l. The second patient sample initially resulted in an alt value of 50.1 u/l and repeated on another analyzer as 16.6 u/l. The third patient sample initially resulted in a calcium value of 1.842 mmol/l and repeated on another analyzer as 2.315 mmol/l. The fourth patient sample initially resulted in a creatinine value of 13.90 umol/l and repeated on another analyzer as 83.90 umol/l. The fifth patient sample initially resulted in a creatinine value of 65.10 umol/l and repeated on another 101.00 umol/l. The alt, creatinine, and calcium reagent lot numbers and expiration dates were requested, but not provided.

Manufacturer narrative:
The field service engineer determined that rinse tubing was leaking. All rinse nozzle tubing, vacuum pump seals, and pipettor seals were replaced. All probes were checked. All mechanisms were verified to be adjusted and working properly. The investigation determined the service actions resolved the issue.